Event description:
Intravenous therapy to bedside to place new PICC to replace current line with suspected break, once PICC line successfully placed. Central intensive care unit's nurse practitioner discharged right arm PICC and obvious large fracture identified.